Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion: off label use (acd<3.00mm). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.0/+1.0/092 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for shorter lens due to excessive vaulting. The problem was resolved. As of the day of MDR submission, the lens has not been returned.

Manufacturer narrative:
Device evaluation: the device was returned dry in a small vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens and foreign material on lens surface (clear residue). (B)(4).